Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a cerelink sensor (ID: 826850) value was "higher than +4 or more" but does not remember how much. Physician was informed that evd ventricular icp reading could be lower than parenchymal cerelink microsensor reading due to physiological differences, the physician said that they knew about this concept, but their tolerance was approximatively +4 on cerelink. He says he will be taking note of evd vs cerelink reading to compare if a next event occurs. Additional information: was the integra/codman icp monitor connected to a patient monitor: "yes". If yes, provide patient monitor make & model: "philips monitor mx800 revision m". Was the patient lead always connected: "yes according to nursing team".

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink sensor (ID 826850) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to unstable sensor performance or incorrect selection of semiconductor components. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.